Event description:
The cardiofix patch was used to repair the right ventricular outflow tract in a patient. Approx one year post op, the patient developed a left chest mass, which appeared on cardiac catherization to be false aneurysm. At the time of reoperation, it was determined there was a true aneurysm of the cardiofix patch. It was explanted and repaired with another patch. The patient was last reported to be doing well.